Event description:
It was reported that during the implant procedure, the lead was repositioned multiple times and had high impedence values. After several extensions and retractions of the fixation helix, the helix became blocked. The lead was removed and a new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed; the helix was disengaged from the helical channel. Blood/body fluid present on the distal conductor and in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, the lead was repositioned multiple times and had high impedence values. After several extensions and retractions of the fixation helix, the helix became blocked. The lead was removed and a new lead was successfully implanted. There were no patient complications reported as a result of this event.